Event description:
It was reported that the pump exhibited a check syringe plunger sensor. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped and cracked. A review of the event history log identified check syringe plunger sensor error in history. During functional testing using the multiple flow and occlusion test, the reported issue of check syringe plunger sensor error was unable to be duplicated. The root cause was unable to be determined as the device operated within specification. Replaced plunger printed circuit board (pcb) as a preventative measure.